Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials#: 305211 batch#: 3145373. It was reported by the customer that bubbling out at the junction where the filter needle. Verbatim: ¿rcc received a complaint via email. Email(s) attached. On 02-may-2024, regeneron medical information received a request via phone from an hcp's office for the return/replacement of 1 eylea hd kit due to medication leaking from the syringe during withdrawal. On 30-apr-2024, the technician was preparing the product for administration and had withdrawn the medication out of the vial with the filter needle. While attempting to push out the medication and air bubbles from the syringe, the technician noticed that the medication was bubbling out at the junction where the filter needle is attached to the syringe. The office confirmed that the filter needle was attached firmly to the syringe and stated that "maybe the syringe was cracked?" Medical information inquired further about the syringe being cracked and the reporter stated that she did not note and cracks or damage to the syringe. The reporter stated no patients missed a dose due to this event and denied any adverse events. The reporter had the product available for return and was instructed to retain the product for retrieval. No additional information was available at the time of this report. 1. Could you provide a photograph that includes the lot number? Yes a.if yes, would you please send it to product.complaints@regeneron.com. 2. Were non-supplied components used in preparing/administering the dose? No a. If yes, what was used? (Brand & item #). 3. Was the tamper evident seal present on the carton? Yes. 4. Was the tamper evident seal intact when the product carton was received? Yes. 5. Was the shipping container damaged? No a. If yes, what part of the shipping container was damaged? 6. Was the product carton damaged? No a. If yes, what part of the carton was damaged? 7. Specify which component was damaged: syringe 8. Was the damaged noted: during withdrawal from the vial. Bd syringe lot: 3122725. Bd filter needle lot: 3145373.

Event description:
No additional information received materials#: 305211 batch#: 3145373 it was reported by the customer that bubbling out at the junction where the filter needle. Rcc received a complaint via email. Email(s) attached on (B)(6) 2024, (B)(6) medical information received a request via phone from an hcp's office for the return/replacement of 1 eylea hd kit due to medication leaking from the syringe during withdrawal. On (B)(6) 2024, the technician was preparing the product for administration and had withdrawn the medication out of the vial with the filter needle. While attempting to push out the medication and air bubbles from the syringe, the technician noticed that the medication was bubbling out at the junction where the filter needle is attached to the syringe. The office confirmed that the filter needle was attached firmly to the syringe and stated that "maybe the syringe was cracked?" Medical information inquired further about the syringe being cracked and the reporter stated that she did not note and cracks or damage to the syringe. The reporter stated no patients missed a dose due to this event and denied any adverse events. The reporter had the product available for return and was instructed to retain the product for retrieval. No additional information was available at the time of this report. 1. Could you provide a photograph that includes the lot number? Yes a.if yes, would you please send it to product.complaints@regeneron.com 2. Were non-supplied components used in preparing/administering the dose? No a. If yes, what was used? (Brand & item #) 3. Was the tamper evident seal present on the carton? Yes 4. Was the tamper evident seal intact when the product carton was received? Yes 5. Was the shipping container damaged? No a. If yes, what part of the shipping container was damaged? 6. Was the product carton damaged? No a. If yes, what part of the carton was damaged? 7. Specify which component was damaged: syringe 8. Was the damaged noted: during withdrawal from the vial bd syringe lot: 3122725 bd filter needle lot: 3145373.

Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported there was bubbling out at the junction where the filter needle is attached to the syringe. To aid in the investigation, one sample with no packaging and four photos were provided for evaluation by our quality team. A visual inspection was performed, and the filter of the needle appears yellow with the residues of a drug. The needle assembly was connected to an empty posiflush syringe to draw up saline solution. It was not possible to draw up the solution as the needle is clogged with the residues of the drug in the needle hub. No damages or imperfections were observed in the needle hub. There were no connectivity issues with the syringe. The four photos provided show the sample received. A device history record review was completed for provided material number 305211, lot 3145373. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined.